Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. The investigation found no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient administered multiple insulin corrections. Upon removal of the pod from the insertion site (abdomen), the cannula was found to be bent. One at the hospital emergency room the patient was treated with intravenous fluids, electrolytes, insulin and ondansetron for nausea. In addition the patient was given an insulin injection. The patient was transferred from the emergency room to another hospital. The patient was discharged from the hospital after 12 hours

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.